Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2022 - 00053.

Event description:
It was reported by an olympus territory manager, the patient's turbinate was being overtreated during a submucosal resection (smr) procedure using the electrosurgical generator. It was reported the output from the handpiece was high and the tissue experienced necrosis. The customer was advised to turn down the output of the device. The procedure was completed without delay, and there were no reports of a device malfunction. It was reported the device was inspected prior to the procedure, and no anomalies were found. Follow-up with the physician indicated the necrosis issue was noted at the first follow-up appointment after the procedure. The physician reported three (3) patients experienced necrosis of the head and mid-body of the inferior turbinate. There were allegedly no clinical symptoms, but the physician had a concern for long term empty nose syndrome. The tissue necrosis was treated with debridement and observation. The physician reported 2 devices were involved with the event: wa90002a, serial (B)(4), and wb990310, lot 1000084723. The 3 patients involved and the corresponding devices are as follows: case with patient identifier (B)(6) reports 75 year old asian male, wa90002a; case with patient identifier (B)(6) reports 75 year old asian male, wb990310; case with patient identifier (B)(6) reports 49 year old asian male, wa90002a; case with patient identifier (B)(6) reports 49 year old asian male, wb990310; case with patient identifier (B)(6) reports 52 year old white female, wa90002a; case with patient identifier (B)(6) reports 52 year old white female, wb990310.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the tissue necrosis is most likely due to the incorrect setting of the generator. Furthermore, the cause of the tissue necrosis is also likely attributed to insufficient knowledge regarding the usage of the device. Olympus will continue to monitor field performance for this device.